Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician tried to implant two right atrial leads, but they failed to get the required parameters. The leads were explanted and replaced and the patient was fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.